Manufacturer narrative:
Patient's recent (B)(6) 2022 admission covered in MFR: 2916596-2022-12680. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the date of onset for the recurring p. Vulgaris and streptococcus constellatus driveline infection was (B)(6) 2021. The patient was readmitted for the same infection on (B)(6) 2022, where they reported abdominal pain, as well as purulent and reddish drainage from exit site. The patient had been receiving antibiotics to help treat the infection.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements.